Event description:
It was reported that the patient presented with interrogation problem on the pacemaker and had issues connecting to the transmitter. No intervention was performed. Patient status was not reported.